Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(6) and a preliminary evaluation was performed. A review of the downloaded error logs confirmed a single occurrence of device restart. The investigation determined that the root cause of this issue was a software fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).